Event description:
The surgeon reported that the screw was extended during the implant. The x-ray confirmed this. After the implant, the cardiologist observed that the screw was completely retracted. The lead was explanted and replaced.